Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient underwent fusion surgery in which rh-bmp2/acs was used. As per the operative notes "... Rods were cut and bent to the appropriate amount of lordosis, placing on heads of the screws. Compression was applied across the construct. The rod was secured to the screw heads using cap screws, and they were tightened down using a torquing device. We then performed a posterior arthrodesis. We decorticated the lateral mass of lamina and transverse processes at all levels from c5 to t1. Medium rhbmp-2/acs kit was prepared according to manufacturer's instructions. Pledgets were placed medial and lateral to the rods.¿ the patient tolerated the procedure well without any intra-operative complications.